Event description:
It was reported that the instrument had an unknown allegation and it did not happen in surgery.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional narrative: h3, h6: investigation summary the product was returned to depuy synthes for evaluation. Visual inspection of the returned device found delaminated patterns on one of the pin guide surfaces. Device had signs of usage and no additional damage was identified on its surface. The observed condition can be consistent with excessive force applied during trialing; or by an off-axis assembly of the device with its mating component. Properly handling and attention to the approved use of the device diminishes the risk of failure. As per surgical technique inhance¿ shoulder system, the following precautions need to be followed: 1) to assemble, orient the silhouette resection guide so the ¿l¿ or ¿r¿ text that matches the operative side of the patient is visible. Then place the straight end of the sizer handle into the hole with the arrow. When attached, the sizer handle is set at 30° of retroversion and can be aligned with the forearm; 2) if desired, the silhouette resection guide pin can be threaded into the top or the bottom of the silhouette resection guide to visually extend the axis of alignment; and 3) prior to resection, the pin position can be checked posteriorly to ensure the resection is placed in line with the native anatomy or on the desired plane. A dimensional inspection was unable to be performed due to the post-manufacturing damage. A functional test was unable to be performed due to the post-manufacturing damage. The overall complaint was confirmed as the observed condition of the silhouette resection guide would have contributed to a device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.